Event description:
Irrigator tubing will randomly start running when no one is operating, and leaking occured. Machines and pumps were switched, and same issues continued. Opened a new tubing to complete procedure.